Event description:
It was reported that, "used the adm inserter, loaded implant on the inserter according to protocol, the doctor impacted the cup into position and attempted to unscrew the impactor and the end cap came off of the inserter. The inserter handle was stuck in the cup, so cup had to be removed, had to waste the cup (implant) and subsequently reamed up to the next size and implanted a tritanium cup instead.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.